Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the battery met all requirements for release. Failure analysis of the returned device revealed that the led indicators were not responding when the gas gauge button was pressed. Supplemental testing revealed contamination on the connector between the gas gauge and printed circuit board (pcb). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to contamination of the pins on the connection between the printed circuit board and gas gauge display. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it had a display error. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.